Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000860, serial/lot #: (B)(4). A medtronic representative went to the site to perform a system checkout. The power tray and power conversion board were replaced. The power conversion board was returned to medtronic for analysis. Testing was conducted and electrical failure was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that  the batteries consumed too fast. There was no patient involvement.